Event description:
During preparation of the orbit coil system, an air bubble was noted in the hub. The physician purged the system by pressurize the syringe to the blue zone and held the position for 30 second and back to the orange zone. After this manipulation, there was an air bubble seen in the hub. The syringe was properly prepped and free of air bubbles. The product was not used on the patient, and there was no adverse consequence. The gauge responded as the physician turned the syringe handle. Dedicated saline from an infusion bag was used for the dcs syringe. The syringe was connected to the dcs coil and the coil was in the dispenser hoop. There was no info if this syringe was used to prep other coils.this coil was removed and another coil was used to continue the procedure.

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt.